Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR# 2134265-2010-04816, 2134265-2013-03198, 2134265-2013-03199, 2134265-2013-03582 and 2134265-2013-03200. It was reported that during a treatment procedure, a balloon rupture occurred. In (B)(6) 2013, the patient was hospitalized. A chronic total occlusion (100% stenosis) was noted in the previously implanted 2.5 x 23mm promus stent located in the distal right coronary artery (rca). The in-stent restenosis was treated using a non-bsc crossing catheter and predilatation using a 2.0 x 12 mm emerge balloon. A flextome cutting balloon could not cross the lesion and a 2.5 x 12 mm apex balloon was used instead. As there was still some stenosis noted, further dilatation was completed. A 2.5 x 16 mm ion stent was then deployed and during post-dilatation with a 2.25 x 12 mm apex balloon, a balloon rupture occurred. The procedure was completed with a 2.5 x 12 mm apex balloon, with 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged.